Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate did not fully infuse. The intermate was filled with 700 mg of alphalastin. The expected infusion time was 1 hour, after disconnecting the intermate, 1/3 of solution remained. There was no patient injury or medical intervention associated with this event. No additional information is available.